Event description:
It was reported the left monitor turned off by itself. This system failed to display an image and this is a reportable event. There are no reports of patient injury or death associated with this event. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.